Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
During registration, circ nurse noticed metal piece on the floor. It was identified to be part of mics handpiece. Case type: pka.

Manufacturer narrative:
Reported event: during registration, circ nurse noticed metal piece on the floor. It was identified to be part of mics handpiece. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate 25 devices were manufactured under lot k0bgd and were accepted into final stock on 07/12/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0bgd shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no nc/CAPA are associated with the failure mode reported in this event. Product was not available for evaluation

Event description:
During registration, circ nurse noticed metal piece on the floor. It was identified to be part of mics handpiece. Case type: (B)(4).